Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient was noted with arthrofibrosis of left total knee which was solved with manipulation under anesthesia on (B)(6) 2012.

Manufacturer narrative:
Corrections based on new data received.